Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the personality module surgeon console (pmsc) in accordance with isi procedures. The system has been tested and was operating within isi specifications. The system was re-tested and verified as ready for use. Isi received the personality module surgeon console (pmsc) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿error 30, no left eye in console¿. Log review confirmed error 45308 detected loss of one or more of the surgeon¿s video outputs. The printed circuit assembly (pca) technician was able to replicate the reported problem by installing this unit into system and testing. The unit failed with error 453008, lost left eye output. The technician needed to replace two surgeon console leaves (scl). A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 45308, pointing to high resolution stereo viewer (hrsv) lost left video output, occurred during the surgical procedure that were related to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a loss of the left video in the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy-malignant surgical procedure, a repeated 45308 errors on the left eye in the console were noted. The customer called to report that a left eye was flickering in the console. They were also getting repeated 45308 errors. Prior to calling in, they had rebooted the system. Despite the trouble shooting attempt with the intuitive surgical, inc. (Isi) technical service engineer (tse) the error persisted. The surgeon elected to convert to a laparoscopic procedure with no further issue. It was later reported to isi field service engineer (fse) by the staff and the clinical sales representative (csr) that the errors were occurring prior to the case start and docking. The staff did not report the issue until the system was docked and started having issues again, at which point it was too late to move in a secondary console to replace the faulting one. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the ports were placed when the issue was identified. No intra-operative or post-operative complications were noted. The functionality of the system was checked upon powering the system on. The customer attempted to reboot the system and recover faults and contacted dvstat for help and troubleshooting. The patient was under anesthesia due to malfunction for an extended time. The laparoscopic procedure was completed with no injury to the patient.